Manufacturer narrative:
Complaint history reviewed and analysis shows no trend for item/lot number. Device history reviewed and met specifications at the time of manufacture. Product did not contribute to event.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Event description:
Allegedly the plate broke without specific impact or trauma to the foot.